Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the white balance on the visera elite ii video system center was not possible, the device experienced an e110 optical filter error, and the image was not recognizable (restarting the device was unsuccessful). The issue was found during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was partially confirmed, the device evaluation found that there were no image issues; however, the e110 optical filter error was displayed when setting the brightness more or when setting the narrow band imaging (nbi) color adjustment due to a defective nbi filter unit. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.